Event description:
It was reported that the subject device exhibited image fault and communication error. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak and failure in board unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to water leak and failure in board unit, error code e226 is displayed, and endoscopic image cannot be displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.